Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim console does not want to connect patient interface. There was no patient impact.

Event description:
Additional information received that the event occurred during set up, after starting up the device, the device says: remove patient interface (electrode box). The edge of the message is then red. If you remove the box, you will see the wi-fi icon appear. It is then searching. Normally the connection is made quickly. And the red edge turns green. Now the device kept searching and no connection was made. Even after 3 attempts to switch the device on and off. That's why tried the wiring. It did show a plug in the interface picture. But no connection. The frame remained red instead of green. Furthermore, the device said that software was required. So no connection in wired or wireless.

Manufacturer narrative:
H3: analysis mentioned customer's complaint has not been confirmed, the internal test patient interface has been connected with the nim vital console. Technician took the patient interface more than five meters off the console and it has been still connected. The nim vital console has been received in good condition. The nim vital has the latest available software present. 1.7.5 no anomalies have been found. H6: previously added imdrf annex code b21, c21, d16 are no longer valid continuation of section d10: product ID nim4cpb1 - patient interface nim4cpb1 nim 4.0 , serial number (B)(6): h3: analysis mentioned the customer complaint can't be confirmed, the device was received in good condition and connects wireless to the medtronic test nim vital console. The software present is v1.7.5. There was no fault found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.